Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while flying in an airplane and was unable to clear the alarm upon landing. Reportedly, an obstruction was blocking the speaker holes. There was no reported adverse impact to the customer's blood glucose level. The customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.